Manufacturer narrative:
H3: product analysis ¿ damage location details: the pipeline flex pusher was found extending out from within the marksman catheter hub for ~48.5cm. The marksman catheter body was found damaged (accordioned) from ~26.0cm to ~23.0cm and from ~9.0cm to ~8.0cm from the catheter distal tip. The pipeline flex braid was found partially deployed out from within the marksman catheter distal tip. Both ends of the pipeline flex braid were found open. The pipeline flex pusher resheathing pad was found within the braid proximal end. The pipeline flex braid distal end was found damaged (frayed). The pipeline flex pusher was found to have detached at the hypotube proximal to the wire weld. The pipeline flex pusher distal segment was not returned. ¿ testing/analysis: the pipeline flex pusher was removed (pulled out) from within the marksman catheter without issue. The pipeline flex braid was removed (pulled out) from within the marksman catheter distal tip without issue. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿delivery system stuck during retraction¿, ¿catheter accordion¿, and ¿catheter resistance¿ reports were confirmed. The marksman catheter can become damaged (accordioned) if the pipeline flex device is advanced/retrieved against resistance, causing the pipeline flex delivery system to become stuck during retraction, the braid to become damaged (frayed), and the pusher to detach. Possible causes of ¿catheter resistance¿ include patient vessel tortuosity, the user does not maintain continuous flush, or the use of incompatible devices. The patient¿s vessel tortuosity was ¿minimal¿ and the marksman catheter is compatible for use with the pipeline flex embolization device, ruling out patient vessel tortuosity and use of incompatible devices as potential causes. Information regarding if a continuous flush was maintained was not reported. The cause of the reported catheter resistance could not be determined. Regarding the customer¿s ¿movement during deployment¿ report, the issue could not be confirmed. Possible causes of ¿movement during deployment¿ include patient vessel tortuosity, catheter kickback, insufficient distal anchoring of braid, or incorrect braid sizing. The aneurysm neck diameter was reported to be 12.2mm and the landing zone was 4.1mm distally and 4.3mm proximally. Therefore, it appears the braid was correctly sized. The patient vessel tortuosity was ¿minimal¿, ruling out patient vessel tortuosity as a potential cause. It is possible that catheter kickback and insufficient distal anchoring of the braid contributed to the reported movement during deployment. However, the cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there were not multiple pipeline devices being used when movement occurred. There was no friction or difficulty during delivery or positioning. After replacing with the new ped, the device was implanted at the intended location. The device jumped during deployment. When pulled back into the internal carotid artery, the stent bounced and fell into position under the anchor point. The tip of the catheter was not moved during deployment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the operator performed blood flow guiding dense mesh stent implantation. After the microcatheter (f a-55150-1030, lot number: 226335142) was in place, the operator began to push out the stent (ped-500-35, lot number: b529762). The stent was pushed out about 10mm. After opening, it started to pull back to anchor. During the pulling process, the stent fell off. The surgeon wanted to retract the stent, pushed it to go upper again and then deployed it. After the stent was retracted halfway, it could not be retracted anymore. After repeated operations for 5 minutes, the stent still could not be retrieved. Then it was removed from the body together with the microcatheter for inspection. It was found that an accordion phenomenon appeared in the soft section of the microcatheter, and the force could not be transmitted, so the stent could not be retrieved. Then reselected a new microcatheter (fa-55150-1030, lot number: 226335142) and stent (ped-500-35, lot number: b573028) to complete the surgery. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of a fusiform, unruptured right c2 segment dissecting aneurysm with a max diameter of 12.2mm and a 12.2mm neck diameter. The access vessel was the femoral artery with a diameter of 5.3mm. The landing zone was 4.1mm distally and 4.3mm proximally. It was noted the patient's blood flow was xxx and vessel tortuosity was minimal. Dapt (dual antiplatelet treatment) was administered. Pru level was 90. The angiographic result post procedure was normal blood flow.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.